Event description:
Patient fibrillating in or, defib charged, unable to deliver joules despite 5-6 tries. New zoll defibrillator brought into room. Still unable to deliver joules. Code reading - poor pt contact. Per physician - no pt adverse reaction. Sterilized product and returned to rn, passed on to clinical engineering.